Event description:
It was reported that an ilet user experienced hyperglycemia after the pump was stopped for about an hour, with a subsequent alarm indicating an incomplete cartridge load and persistent high glucose despite resumed corrections, which was addressed through troubleshooting, education, and a full supply change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the issue was associated with use of device problem related to an incomplete cartridge load; the applicable device component term was not specifically available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.